Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2017 due to a non-union and hardware failure involving an unknown humeral nail and unknown screw. The patient was originally performed on an unknown date. Reportedly, the humeral nail migrated post-operatively and become prominent into the humeral head although the reporter did not know whether the patient had symptoms of pain. The patient was diagnosed with a non-union that was confirmed by x-ray. The humeral nail was removed and a new plate (non-synthes) was implanted. Reportedly, (1) screw broke post-operatively and the screw head was removed but the screw shaft was retained in the patient at the surgeon¿s discretion. An x-ray was taken that confirmed the device fragment. The procedure was successfully completed. No surgical delay was reported. The patient status is stable. This report is for one (1) unknown humeral nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional information has been requested but has not yet been received as of the submission date of this report. This report is for one unknown humeral nail. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. It is unknown if the revision/explant surgery was completed on (B)(6) 2017. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient will undergo revision surgery on (B)(6) 2017 to remove an unknown humeral nail. Reportedly, the device will be removed because it was sticking out of the bone. It is unknown on what date this device was initially implanted. This report is for one unknown humeral nail. This report is 1 of 1 for (B)(4).